Event description:
It was reported that during procedure, while burring the posterior femur, the bur stopped spinning. It would come off and on randomly but the surgeon stated something was wrong. The anspach drill was switch to speed control and still was not spinning like it should. An intermittent e6 error came up on anspach panel. Unplugged drill and plugged it back in and it still did not work. Opened a new tray and got a new anspach and finished the case. Please note that at this account, there is very hard water and lots of sediment in their water. It was noticed increased amounts of sediment deposits on sterile packaging , and in and on trays (and also other trays). It is unknown if this could affect the gears in the handpiece but wanted to point it out. Talking to spd regularly and they say they put instrument milk on the gears after every case prior to sterilization. Investigation results confirmed the complaint and revealed the anspach drill was hot to the touch.

Manufacturer narrative:
H10: the device was used in treatment and it was reported that the bur stopped spinning and the console displayed and intermittent e6 error. Device history record review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The reported claim was confirmed upon functional evaluation. The drill was connected to a system and a drill test was done. The drill did not exceed 30000rpm and then the console showed an e6 error after about a minute and the drill became very hot to the touch. In house testing using a breakout box designed by the robotics department confirms that the temperature sensitive resistor used inside of the drill appears to be damaged. The drill was returned to the OEM for service. The malfunction is most probably due to expected wear / tear.